Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis machines in a&e were crashing frequently when nurses were trying to log on or add their biometrics. Customer stated that when registering their fingerprints, the system crashed when the third fingerprint was scanned. Logging in took a couple of minutes after pressing the fingerprint scanner. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.